Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed); outer insulation cosmetic environmental stress cracking, cosmetic cut and cosmetic depression. Apparent explant damage.

Event description:
It was reported left ventricular lead had high threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.